Event description:
Customer reported his transmitter is not charging. He changed out the battery on his charger, but the issue persists. Customer's last blood glucose was 177 mg/dl. Customer stated he was in the hospital because there is lantus built up in the skin due to customer using manual injections. Customer stated he is using manual injections because he does not want to use the insulin pump without the transmitter. A replacement transmitter was sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.